Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. At this time, it was confirmed that the sureform 60 stapler instrument and black sureform 60 reload involved with the reported event have been discarded and will not be available for failure analysis investigation. If additional information is received, isi will submit a follow-up MDR. No image or video clip for the reported event was submitted for review. A review of the site's complaint history was performed and there were no additional complaints related to this event. Isi conducted a stapler log review for the reported event. Per the tool table, sureform 60 stapler instrument (part #480460-09, lot #l90211104-0075) fired five reloads (all black). There were no errors in the logs related to the use of this stapler. No information regarding the usage of this stapler instrument is currently available via the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy surgical procedure and while stapling the esophagus using the sureform 60 stapler instrument, tissue was pushed out and was allegedly not cut. The surgeon used a manual stapler to resolve the issue and transected additional tissue. The cause of the reported issue is unknown.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, while stapling the esophagus using the sureform 60 stapler instrument with a black sureform 60 reload the staples went down but the blade allegedly just pushed the tissue without cutting. The surgeon used a manual stapler to resolve the issue. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: one surgeon conducted the thoracic portion, and another surgeon did the abdominal part of the procedure. The surgeon stated that the sureform 60 stapler instrument was working fine on stomach tissue until the incident occurred. The sureform 60 stapler instrument had a black surefrom 60 reload installed. The surgeon was about to fire the first staple line on the esophagus to transect the stomach after the anastomosis was completed. During the firing sequence, the tissue got pushed across the line of the staple head with all the staples dumped, and the stapler did not cut tissue. Ninety percent of the staples were open, and the surgeon removed all the loose staples. Then the surgeon restapled below with no issues and then oversewed the tissue. He took more tissue than intended; however, that extra tissue did not change the surgical outcome. The surgeon confirmed there was no issue with tissue thickness, there were no system generated messages, and he does not use buttress material. Isi's clinical sales representative confirmed that the black sureform 60 reload and the sureform 60 stapler instrument were discarded by the site so they cannot be returned for failure analysis.